Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that no anomalies were noted that can be attributed to or help verify the complaint. Concomitant product: d224drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after sustaining a fall with injuries due to sudden loss of consciousness. There was a four second pause noted on telemetry. The right ventricular (rv) pacing lead had undersensing, no capture, and one non-sustained tachycardia episode showing non-physiologic sensing. It was noted that there was a history of non-capture and pauses in the past year leading to injury. The rv pacing lead was capped and replaced. Further information was received indicating the high voltage rv lead failed and caused severe injuries and hospitalization. The high voltage rv lead was capped and replaced. No further patient complications have been reported as a result of this event.